Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an "infusion error" the customer is requesting a log review of a dopamine infusion. There was patient involvement however patient harm is unknown. Although requested, no further information was provided.

Event description:
It was reported that the device had an "infusion error" the customer is requesting a log review of a dopamine infusion. There was patient involvement however patient harm is unknown. Although requested, no further information was provided.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an infusion error was not confirmed through a customer-provided log anlaysis. Testing was not performed as the devices were not returned for this investigation. According to the provided logs on september 11, 2024, with the neonatal profile a dopamine infusion on the suspect pump module started at 12:25 pm. Between 12:25 and 12:34 pm an infusion with rate=0.5ml/h, vtbi=200ml started. The pump module alarmed for ¿infusion occluded patient side¿, and the infusion was restarted. At 8:53 pm the dose was changed to 3mcg/kg/min and an infusion was started with the rate of 0.2959ml/h and a vtbi of 195.847ml. At 10:00 pm, the concomitant syringe module s/n (B)(6) was added, and the suspect pump module became channel c. At 10:38:01 pm key unit select was pressed in the concomitant syringe module. According to the provided log event, there is no additional information for the suspect pump module. The log ended on the date and at the time of 11sep2024 at 10:38 pm. The bd alaris user manual v12.1 states to use only bd alaris ¿ pump infusion administration sets. The use of any other set can cause improper instrument operation, resulting in an inaccurate fluid delivery or other potential hazard. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. There was patient involvement but unknown harm. The device(s) were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of an infusion error was not identified, there was insufficient information available to verify the error through the review of the provided logs. There was no product returned to be examined and tested.